Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) had a lvp8100 failed patient side occlusion test. He has replaced patient side pressure sensor. But the issue was not resolved. Failure device type: alaris system instrument failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I reviewed test set up with (B)(6) and found out his test set (8100-rcs) was over 3 months old. It was used with over 200 lvps. I told (B)(6) 8100-rcs is good for 60 uses only. I also recommended (B)(6) to use a regular infusion set for patient side occlusion test so he can save 8100-rcs for rate test. (B)(6) replaced a new infusion set and test the pump again. (B)(4).